Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction codes recur.